Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had perforated. Hence, this rv lead was explanted. Moreover, a chest tube was placed during the surgery to avoid infection. Additional information was received from the field representative indicating that the perforation went through the heart muscle. No additional adverse patient effects were reported.